Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Event description:
It was reported the device battery depleted prematurely possibly due to the remote monitor. The device was removed and a new device was implanted. The patient plans to return the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4047 competitor implantable pacing lead, (B)(6) 2009. A 6945 implantable tachy lead, (B)(6) 2001. A 4524 implantable pacing lead. (B)(6) 1998. (B)(4).